Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of telemetry. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found while the device was in radio ready mode while the rf was aborted it might have caused a high current drain and depleted the battery prematurely.